Event description:
Device report from synthes reports an event in france as follows: it was reported that the lcp broad curve plate (226.642s) broke approximatively 1 month after the operation. Device was not explanted. There was patient consequences and clinical outcome experienced by the patient: re-operation. This report is for one (1) lcp pl 4.5/5.0 broad curv 14ho l265 sst this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: hwc and ktt. E3: reporter is a j&j sales representative. H6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that lcp pl 4.5/5.0 broad curv 14ho l265 sst was found broken in two. No other defect was found in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lcp pl 4.5/5.0 broad curv 14ho l265 sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 a manufacturing record evaluation was performed for the finished device product code: 226.642s. Lot no:789p116. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on:20/05/2022. Manufacturing site:jabil grenchen. Expiry date:01/05/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.